Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 25mm 3000 aortic valve, implanted for approximately 6 years and six months, was explanted due to unknown reasons. The explanted valve was replaced with a non-edwards device.

Manufacturer narrative:
Requests have been made to obtain additional information.. The healthcare provider was unable to provide further information. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was learned via the implant patient registry that a 25mm 3000 aortic valve, implanted for approximately 6 years and six (6) months, was explanted due to unknown reasons. The explanted valve was replaced with a non-edwards device. No further information is available.